Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The events were occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient reported that blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.